Event description:
A doctor's office alleged that while removing the herbst appliance a patient had experienced the loss of a crown, which had attached to it an amalgam restoration and some of the patient's natural dentition.

Manufacturer narrative:
A new crown was placed for the patient by a dentist, without further incident. To date, the patient is doing fine and has fully recovered. A new appliance will be fabricated with consideration to patient comfort. A visual evaluation was performed on the returned device, yielding results within specifications.